Manufacturer narrative:
Based on the results of the investigation, newly reportable issues were identified, watertightness failure due to cable breakage/connector leakage failure, charged coupled device (ccd) unit corrosion/connector corrosion and cable breakage. According to the investigation additional issue of switch button deformed and focus and zoom inoperative were noticed. No other issues were identified. Based on the results of the investigation, it was assumed that the focus and zoom operation failure occurred due to the ccd unit corroding and malfunctioning as a result of moisture entering through the cable break, and moisture entered from the cable breakage area caused the connector to fail due to leakage. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited watertightness failure due to cable breakage/connector leakage failure, charged coupled device (ccd) unit corrosion/connector corrosion and cable breakage. There was no report of patient involvement or user injury associated with this event.